Event description:
It was reported that during an atrial fibrillation procedure a faradrive steerable sheath was selected for use. No event description was provided, however, a picture was provided in which can be observed that the dilator has a damage on the tip. The device was replaced and the procedure was completed successfully. No patient complications were reported. The device is expected to return for laboratory analysis. It was further reported that the sheath was found to be damaged when the box was opened.

Manufacturer narrative:
Upon receipt at boston scientific's post market laboratory the dilator was first visually inspected, and it was noted there was damage to the tip. Next, investigators examined the tip under microscopy which revealed the tip of the catheter was starting to peel back. Based on all the available information the most likely cause of the damaged dilator was determined to be due to quality control deficiency. Investigators were able to determine that an inspection was missed during manufacturing. Further investigation into the quality control of dilator is currently being conducted.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during an atrial fibrillation procedure a faradrive steerable sheath was selected for use. The sheath's dilator was damaged "out of the box", a portion of the tip was peeled back. The device was replaced, and the procedure was completed successfully. No patient complications were reported. The device is expected to return for laboratory analysis.